Event description:
Related manufacturer reference number: (B)(4). It was reported patient lost effective therapy after a fall and leads migrated as a result. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.